Manufacturer narrative:
(B)(4). There was no reported device malfunction. The reported patient effects of hypertension and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Review of the device history record did not find any nonconformances that would have contributed to the reported event. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. The following comments were made by the abbott vascular senior medical advisor: right-sided heart failure is less common than left-sided heart failure, and presents with ascites, lower extremity edema and dyspnea (shortness of breath). Given pathology of the right ventricle and at times the tricuspid valve are causal to the right heart failure, if patients have concomitant left heart failure due to mitral regurgitation (mr), treatment of the mr will not improve the overall condition as the right heart failure remains untreated. In the incident reported here, the mitraclip procedure was successfully performed. Five months post procedure the patient presented with worsened ascites and heart failure which warranted medical management. The clip itself was not causal or contributory to these effects but can be attributed to the underlying right heart failure of the patient in which treatment of the mr exacerbated the condition and resulted in the reported effects.

Event description:
This report is being filed for the worsening heart failure that per the physician may be related to the reduced mitral regurgitation (mr). It was reported that one mitraclip was implanted on (B)(6) 2014 in the patient with functional mr reducing the mr from 4+ to 1+. On (B)(6) 2014 the mr was 1+ on the transthoracic echocardiogram. On (B)(6) 2014 the patient was re-admitted to the hospital with ascites and a worsening of the pre-existing heart failure. Intravenous diuretic medication was administered and the patient's hypertension was reduced. The study site indicated the mitraclip's relationship to this event is unknown because the symptoms may be related to the reduced mr. The condition resolved on (B)(6) 2014. No additional information was provided.